Event description:
It was reported that an undescribed liquid was leaking out of the device. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The device was returned to the MFR for an investigation. The complaint of fluid leaking from the device could not be duplicated. The investigation is ongoing and this report will be updated if the investigation requires.